Event description:
It was reported that the zimmer meshgraft ii was not working properly and chewed up the graft. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration. The roller, cutter and screws were all damaged and required replacement. The device was repaired according to procedure and returned to the customer. The device was purchased in 1999. A review of service records indicate that the device has not been returned to the manufacturer for repair or preventative maintenance since purchased in 1999. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factor calibration checks are strongly recommended to verify continued accuracy."